Event description:
Update: medical records received (B)(6) 2013. Revision operative report indicates the following: dissection of hip capsule removing metallosis along with the capsule until all "black" tissue was removed; bone cysts in acetabulum. The information received does not change the MDR decision.

Event description:
Litigation papers allege, the patient experienced increased metal ion levels and hip pain that continued to worsen considerably and significantly impair her ability to perform normal daily activities, stand, and walk.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time.